Event description:
It was reported that the patient developed an infection at the ipg site. The infection was not device related. The patient was prescribed antibiotics and underwent a spinal cord stimulator (scs) system explant procedure.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500 , model: sc-8336-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient developed an infection at the ipg site. The infection was not device related. The patient was prescribed antibiotics and underwent a spinal cord stimulator (scs) system explant procedure. Additional information was received that the symptoms of infection were drainage at the ipg site and partially closed pocket. The physician believed that the pocket was too superficial and suspected to be the cause of infection. It was also noted that the patients infection was not procedure related. The explanted ipg and leads were not returned by the medical facility.